Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. Two photos of the device were provided. The images show the stent still loaded within the delivery system sheath and the delivery system contaminated with blood residues. Therefore, the reported inability to deploy the stent is confirmed. However, the alleged defect such as a broken wire could not be verified based solely on the provided photos. In this case, no indication of difficult anatomy or inappropriate accessory use was reported. Because the delivery system was not returned, a detailed product evaluation could not be conducted. Based on the provided photos, the reported inability to deploy the stent is confirmed. The alleged component breakage could not be verified solely on the provided photos. A definitive root cause for the reported event could not be determined with the available information. Labeling review: the relevant labeling provided with this product was reviewed. The potential risks associated with the reported issue are addressed in the instructions for use (IFU). The IFU details the correct deployment procedure, including guidance such as: "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (¿) relaxed and avoid tension." According to the labeling, delivery of the covered stent requires use of a 0.035 inch (0.89 mm) guidewire and an 8f introducer sheath. Regarding preparation the IFU states: "using standard endovascular access techniques and fluoroscopy, access the target vessel from a site that permits the straightest possible path to the target lesion and advance an 0.035 inch (0.89 mm) guidewire of appropriate length across the target lesion." G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure by using covera. It was reported that during delivery of the second stent, resistance was allegedly encountered. Significant resistance persisted during gear release until a tactile sensation of wire breakage was detected. It was further reported that the gear adjustment eliminated resistance, but the stent could not be fully deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure by using covera. It was reported that during delivery of the second stent, resistance was allegedly encountered. Significant resistance persisted during gear release until a tactile sensation of wire breakage was detected. Further gear adjustment eliminated resistance, but the stent could not be fully deployed. The procedure was completed using another device. There was no reported patient injury.